Event description:
Device malfunction: closure clip caught in sheath. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure of the right femoral artery after a diagnostic procedure. After the clip deployment step, it was noted that the closure clip was stuck in the distal end of the sheath. Hemostasis was achieved by manual compression. There were no reported adverse patient effects. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.